Event description:
A patient (B)(6) was injected with radiesse dermal filler in the medial cheeks during a training session. The radiesse was mixed with 0.2cc of 2% lidocaine (according to IFU specifications). The patient developed redness two day later to the right upper cheek. The following day ((B)(6) 2010) the patient developed an uncomfortable, raw feeling, especially while tightly closing his eye. One week following the injection, the patient had developed pustules along the right cheek and beneath the eye. The patient was treated with two antibiotics and pain medication.

Manufacturer narrative:
During a follow-up with the clinic, it was confirmed that the patient had cellulitis. The patient was treated with antibiotics and the patient's symptoms have resolved. The device history records for radiesse lot 1019167 were reviewed; all required testing specifications were met prior to release and there were no abnormalities noted for this lot.